Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. The patient was treated with cefamezin (1 gram, once a day, intravenous (IV)). It was reported that the patient was discharged from the hospital and recovered from the event twelve days after being admitted. The patient was re-trained on proper pd procedure. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.